Event description:
The customer reported to olympus, during an unknown procedure, the suction channel and nozzle of the evis lucera gastrointestinal videoscope were blocked. Subsequently, the intended procedure was completed with a similar device. There was no harm or user injury reported due to the event.

Manufacturer narrative:
The subject device has been returned to olympus for evaluation. During evaluation, it was observed, the channel cleaning brush was not inserted well due to blockage of the channel tube, the forceps was not inserted well due to blockage of the channel tube, the insulation resistance at the tip was out of standards due to plastic distal end cover (c-cover), angulation in the up direction was out of standards due to wear of angle-wire, the gap of up/down (u/d) knob was out of standards due to wear of angle-wire, suction was not working due to blockage of channel tube, screen was partly dark due to scratch of charged coupled device (ccd) lens, suction cylinder was deformed, the connector was corroded, and there was crumple at the universal cord. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to b5. The information included in b5 was inadvertently left out of the initial medwatch report. Additional information was received from the customer regarding the reprocessing steps. The device was inspected prior to use. The device was not used on a patient with foreign material remains. The customer followed reprocessing steps, per the instructions for use. Precleaning was not delayed after the procedure. Water was aspirated through the instrument / suction channel with a suction pump and the auxiliary water channel was flushed with water by using the flushing pump or manual. The air/water channeled was flushed with water and air. There were no abnormalities with the reprocessing accessories. Manual cleaning was preformed within an hour after the procedure and pre-soaking was performed. The device passed the leak test. Additionally, the device was appropriately rinsed before manual disinfection, all channels were flushed with and immersed in the disinfectant, and the water quality was checked in the final rinse. The aer used is unknown. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 12 years since the subject device was manufactured. Based on the results of the investigation, the root cause of this event (foreign material clogged in suction channel) was unable to be identified. The following is included in the instructions for use: ¿avoid aspirating solid matter or thick fluids; instrument channel, suction channel, or suction valve clogging can occur. If the suction valve clogs and suction cannot be stopped, disconnect the suction tube from the suction connector on the endoscope connector. Turn the suction pump off, detach the suction valve, and remove solid matter or thick fluids. If the suction valve clogs and the suction cannot be used when solid matter, such as the clip or thick fluid, are aspirated, withdraw the endoscope, and disconnect the suction tube from the suction connector on the endoscope connector. Attach a syringe containing sterile water to the suction connector. Straighten the insertion tube as much as possible and forcefully flush the connector with the water while the suction valve of the endoscope is slightly depressed. Repeat the flush until the thick fluid or solid matter are discharged from the distal end of the suction channel. After discharging, confirm that there is no irregularity in the suction function according to ¿inspection of the suction function¿ on page 50, before using the endoscope again. If the thick fluid or solid matter cannot be discharged, stop using the suction function and contact olympus.¿ olympus will continue to monitor field performance for this device.

Event description:
The suction channel and nozzle clogged before the procedure. The procedure was completed successfully without delay. There was no patient harm or consequence reported as a result of the event.